Event description:
Customer reported via phone call that they were experienced hypoglycemia with the blood glucose value of 24 mg/dl. Customer was hospitalized to treat hypoglycemia. Customer reported past event. Troubleshooting was offered and it was declined by the customer. Customer faced the issues on multiple occasions with the blood glucose value of 23 mg/dl and 279 mg/dl. The current blood glucose value was 98 mg/dl. It is unknown whether the pump was used with in the 48 hours of the reported event and smart guard/auto mode status was unknown. No further patient complications were reported. The device will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Customer reported that she goes low a lot and the paramedics had to be called. Paramedics were called on (B)(6) 2022 for a low blood glucose of 24mg/dl. They gave her glucagon to increase her blood glucose. She was taken to the hospital. She said the paramedics were going in and changing her pump settings and so her doctor had to reprogram the pump. Customer also mentioned that she had a low on (B)(6) 2022 and on (B)(6) 2022. She declined troubleshooting. Per (B)(4), the other low bg besides 23mg/dl on (B)(6) 2022 was 27mg/dl on (B)(6) 2022 (not 279mg/dl). Pump was likely used at the time of the incident. Per user, sensor was not used. So, auto mode was not used.

Event description:
The customer reported via phone call that they experienced low blood glucose and was in the emergency room.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Supplemental: the initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and in h6 the 4607 was incorrectly added.